Event description:
A medtronic rep reported during a case, he could not get either passive biopsy needle to track. No impact on the pt outcome was reported.

Manufacturer narrative:
Pt weight not available from the site. Parts returned unused.